Event description:
Received info that the pump "sweats" around the metal bezel. Customer experienced this with multiple cartridges. The customer also stated that the pt line smells like insulin. Customer's blood glucose level was fluctuating. Reportedly, the luer lock was not completely tightened.

Manufacturer narrative:
Follow up with customer indicates that the pump has not had liquid since initial call and that the pump is working fine. No product returning for evaluation. Should new info become available, a supplemental report will be submitted.